Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian- tubes') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included morbid obesity. Previously administered products included for prevent pregnancy: oral contraceptive nos from 2009 to 2012; for an unreported indication: mirena iud in 2011. Past adverse reactions to the above products included device expulsion with mirena iud. Concurrent conditions included diabetes since 2014 and toothache. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced abdominal pain lower ("pain, lower abdomen"), 10 months 31 days after insertion of essure. In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), back pain ("back pain"), dysmenorrhoea ("dysmenorrhoea (cramping)") and headache ("headaches"). The patient was treated with ibuprofen. Essure treatment was not changed. At the time of the report, the fallopian tube perforation, back pain, dysmenorrhoea, fatigue, headache, alopecia, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, fallopian tube perforation, fatigue, headache and weight increased to be related to essure. The reporter commented: discrepancy : date of insertion previously reported as (B)(6) 2018 now it is reported (B)(6) 2013 plaintiff received treatment for fatigue, headaches. Discrepancy noted in date of insertion (B)(6) 2013(previous pfs), (B)(6) 2014 (pfs), (B)(6) 2014. Right: 4 coils, left: 8 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2021: medical records received. Reporter information, reporter comment added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian- tubes') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included morbid obesity. Previously administered products included for prevent pregnancy: oral contraceptive nos from 2009 to 2012; for an unreported indication: mirena iud in 2011. Past adverse reactions to the above products included device expulsion with mirena iud. Concurrent conditions included diabetes since 2014 and toothache. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced abdominal pain lower ("pain, lower abdomen"), 10 months 31 days after insertion of essure. In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), back pain ("back pain"), dysmenorrhoea ("dysmenorrhoea (cramping)") and headache ("headaches"). The patient was treated with ibuprofen. Essure treatment was not changed. At the time of the report, the fallopian tube perforation, back pain, dysmenorrhoea, fatigue, headache, alopecia, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, fallopian tube perforation, fatigue, headache and weight increased to be related to essure. The reporter commented: discrepancy : date of insertion previously reported as ??-???-2018 now it is reported (B)(6) 2013 plaintiff received treatment for fatigue, headaches. Discrepancy noted in date of insertion (B)(6) 2013(previous pfs), (B)(6) 2014 (pfs), (B)(6) 2014. Right: 4 coils, left: 8 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jun-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian- tubes') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included morbid obesity. Previously administered products included for prevent pregnancy: oral contraceptive nos from 2009 to 2012; for an unreported indication: mirena iud in 2011. Past adverse reactions to the above products included device expulsion with mirena iud. Concurrent conditions included diabetes since 2014 and toothache. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced abdominal pain lower ("pain, lower abdomen"), 10 months 31 days after insertion of essure. In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), back pain ("back pain"), dysmenorrhoea ("dysmenorrhoea (cramping)") and headache ("headaches"). The patient was treated with ibuprofen. Essure treatment was not changed. At the time of the report, the fallopian tube perforation, back pain, dysmenorrhoea, fatigue, headache, alopecia, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, fallopian tube perforation, fatigue, headache and weight increased to be related to essure. The reporter commented: discrepancy : date of insertion previously reported as (B)(6) 2018 now it is reported (B)(6) 2013. Plaintiff received treatment for fatigue, headaches. Discrepancy noted in date of insertion (B)(6) 2013 (previous pfs) and (B)(6) 2014 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: pfs and mr received: new events hair loss, weight gain, pain and lower abdomen added. New reporters, patient demographics, medical history, historical drug added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian- tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), back pain ("back pain"), dysmenorrhoea ("dysmenorrhoea (cramping)"), fatigue ("fatigue") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, back pain, dysmenorrhoea, fatigue and headache outcome was unknown. The reporter considered back pain, dysmenorrhoea, fallopian tube perforation, fatigue and headache to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6)2018 now it is reported (B)(6) 2013. Plaintiff received treatment for fatigue, headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Injury nos replaced with new event back pain. New events dysmenorrhoea, perforation fallopian tubes, fatigue, headaches, plaintiff did not undergo essure confirmation test were added. Reporter¿s information, patient¿s demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.